Event description:
Ous MDR - an early battery depletion of the reocor was reported. After new batteries had been inserted in the device, these batteries did not last longer than a week.

Manufacturer narrative:
Within the analysis the product was visually, mechanically and functionally inspected. The clinical observation regarding the battery depletion and the crack on the surface could be confirmed during analysis. The analysis revealed, that the main board was damaged most likely due to droppage as indicated by the crack in the housing. When observed during a long term test and under mechanical stress the current consumption showed a significant unsteadiness. Since it can be provoked in particular under mechanical stress and the crack on the housing was found the assumption of an external damage seems likely. An electronic damage due to an external defibrillation or other root causes can not be excluded, but according to the observed condition, do not seem likely. The ability of the device to sense cardiac signals as well as to deliver anti-bradycardia therapy was tested and proved to be fully functional. The lead impedance measurement function was tested and operated as expected. Furthermore the quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. Therefore there is no indication for a material or manufacturing problem.